Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic stated that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 110 mg/dl and the sensor glucose was 50 mg/dl. Insulin delivery was suspended due to sensor values. The difference between the blood glucose level and sensor glucose level was 60 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. No harm was required during medical intervention. The insulin pump will not be returned for analysis.